Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the trigger was grasped, the doctor felt a difficulty in closing. After that, the jaw became not to open/close properly. Another device was used to complete the case just in case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended, but the orange indicator indexed two times during the 13th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.